Event description:
Additional information received reported that the device failed to open distally because it was twisted. The cause was not determined, but an anatomical carotid curve with acute angles was observed and distal access was difficult. When the device was first deployed, it was clearly seen how the rotation affected the distal and medial deployment, which was not corrected with the usual push and pull maneuvers or repositioning. Difficulty in navigating the microcatheter may have been associated with the anatomical complexity of the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the phenom microcatheter was positioned distally in the m1 segment, and the device was deployed, but at that time distal opening was not achieved; and at the moment of recapturing it, it's twisting is observed. In the middle/distal segment, the maneuver was performed to reposition it without success so the doctor decided to remove the entire system and place another microcatheter and another flow diverter. During the delivery the operator reported that he did not perceive resistance in the microcatheter. The anatomy of the carotid artery had severe tortuosity. The reported device and any accessory devices were prepared as indicated in the IFU. The distal section of the pipeline had been placed in a bend, less than 50% of the pipeline had been deployed when it failed to open, and it was resheathed "less than or equal to 2 times." There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The product claim is for rotation about the axis of the device; and inability to reposition and remove twisting. There was difficult navigation with the microcatheter, no friction was observed during delivery. The catheter flushed as indicated in the IFU. There were no patient symptoms, and no medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. Dapt (dual antiplatelet treatment) was administered, pru level was "clopidogrel 75 gr." The patient was being treated with pipeline flow diverter implant for a saccular, unruptured aneurysm with a max diameter of 3mm and a neck diameter of 2mm. The landing zone was 3.7mm distally and 4.2mm proximally. They were also reported as "ophthalmic wide-neck aneurysms and tandem-type left paraclinoid aneurysm." Access vessel was the internal carotid artery left with a diameter of 6mm. Angiography post procedure showed aneurysm exclusion with flow redirector. Ancillary devices included a navien 6fr guide catheter.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 225127486); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.